Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
In progress. Pending motor test. Insulin pump received with scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 126 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer is not using the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Corrections have been made to section h6 and h10 on this report with updated device evaluation codes and device analysis notes. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and motor passed motor test. However, the insulin pump had scratched lcd window.